Event description:
On 07/15/2015, the reporter contacted animas, alleging that there was a blank screen and no audible feature when attempted to turn on the pump. The reporter noted that the spring was attached to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged no power issue was not fully investigated in the evaluation. Review of black box data did not find any unexplainable pump reboot events. The battery cap was not retuned and a test cap was used in the evaluation. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. During a rewind step, the pump emitted a language file corruption related call service alarm that could not be clear. The remaining load/prime steps and 24-hour pump exercise could not be performed. The no power issue was unable to be fully investigated and no conclusion could be drawn. Pump casing was opened and no anomalies were found inside the pump. The language file corruption related call service alarm was determined to be the result of a defective discrete component on the printed circuit board. Unrelated to the complaint, the display was found to be dim and discolored and the bolus button cover was missing. Due to the missing cover, the bolus button function was unable to be tested.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).